Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite velocity¿ navlink module was received for evaluation. Visual inspection of the cable and connectors showed no anomaly and the navlink cable was functionally tested and no anomaly was observed. A review of receiving inspection results for this batch number confirmed that no non-conformances were identified related to the reported event and the product met abbott specifications. The reported event could not be confirmed. The cable was functionally tested and passed all testing and no warning or error messages were observed.

Event description:
During a premature ventricular contractions ablation procedure, when the patches were being validated, there was an error message that appeared stating the right patch was not connected. The patch was replaced but the error message continued. The procedure was cancelled and there were no adverse consequences to the patient.